Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the device on a vessel/artery when it would not open? Yes. If yes, how was the device removed? (I.e. Cut off, forced opened) he had to put clips on both sides of the device jaw and cut the vessel with the jaw closed on it. If cut off, did this cause a change in the plan of care for the patient? It did not change the plan of care. Did the removal cause any damage to the vessel/artery? No. If yes, what is the damage and how was the damage repaired? Na.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the surgeon brought the jaw of the device between 2 metallic clips on a vessel. The distance between both clips seemed to be acceptable to activate the device. Unfortunately, one of the clips was in an angled postilion, this could not be seen from the placement of the camera. When the surgeon activated the device an error code occurred, but the user had already advanced the blade. The clip and the blade got stuck together and the jaw could not open anymore while closed on the vessel. The vessel was dissected and another clip was applied and the vessel was cut to release the device that was stuck closed on tissue. There was a 4- 5 minute delay to the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a, when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information batch #m90a60. The device was received jaws stuck close with one clip and a little piece of tissue between the jaws. The devices was forcibly opened and visually inspected and it was noted that the jaw was slightly damage. However, the damage was not significant enough to prevent the device from cycling. The device was cleaned and tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). There was no alert screen during the functional test. However, it is possible that the clip found between the jaws could have contributed with the reported issue of: ¿unspecified alert screen.¿ a probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.